Manufacturer narrative:
Pending investigation report. Upon receipt of the investigation report a medwatch 3500a supplemental report will be submitted.

Event description:
On 10/06: customer reports during a procedure (no pt or procedural info was made available) the table stopped. Staff moved pt to another room and the procedure was completed without further incident. No reported injury.